Manufacturer narrative:
(B)(4). Section b5: additional information received indicated that there was no damage confirmed on the devices prior to use. The devices were used and prepped as per the instructions for use. Adequate flush had been maintained through the devices. The concomitant devices functioned as expected. Section e1 ¿ initial reporter phone: (B)(6). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Manufacturing site name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by an affiliate, during a coil embolization of a dissecting aneurysm, 24mm x 60cm deltafill18 coil, was inserted into the target lesion. The physician attempted to detach the coil and pressed the detachment button after a ab enpower control cable (ecb00018200, l13631) was connected. The coil could not be detached even though the sound was heard. The physician attempted several times, but the same issue continued. Therefore, the complaint coil was replaced with a competitive product and the procedure was continued. Since the coil was replaced before the physician identify the cause of the issue, it is unknown whether the issue was with the coil or the cable. The customer states there is no additional information available.

Manufacturer narrative:
Product complaint #: (B)(4). Complaint conclusion: as reported by an affiliate, during a coil embolization of a dissecting aneurysm, 24mm x 60cm deltafill18 coil, was inserted into the target lesion. The physician attempted to detach the coil and pressed the detachment button after a ab enpower control cable (ecb00018200, l13631) was connected. The coil could not be detached even though the sound was heard. The physician attempted several times, but the same issue continued. Therefore, the complaint coil was replaced with a competitive product and the procedure was continued. Since the coil was replaced before the physician identify the cause of the issue, it is unknown whether the issue was with the coil or the cable. Additional information received indicated that there was no damage confirmed on the devices prior to use. The devices were used and prepped as per the instructions for use. Adequate flush had been maintained through the devices. The concomitant devices functioned as expected. The customer states there is no additional information available. One non-sterile unit deltafill18 24mm x 60cm was received inside of a pouch. The hub was inspected, and no damages was noted on it. The dpu was inspected and it was found in good conditions. The introducer was inspected, and no damages was noted on it. The re-sheathing tool was inspected, and it was found in good conditions. Also, the marker band was found at 95cm from hub, and it was found within specification. The v-notch was inspected under microscope and no damages were noted on it. The rh was inspected under microscope and it was found in good conditions. The embolic coil was inspected under microscope and no damages was noted on it. A lab sample enpower control cable was connected to deltafill18 24mm x 60cm and them were connected to detachment control box and the power was turned on. The system ready light illuminated. A detachment cycle was initiated when the detach button was pressed. After that the embolic coil was detached from the device. A manufacturing record evaluation was performed for the finished device l11298 number, and no non-conformances related to the reported complaint condition were identified the complaint reported by the customer ¿coil - failure to detach¿ was not confirm due on the functional test the embolic coil was detached from the device satisfactorily. Neither the analysis nor the mre suggest that the failure reported by the costumer could be related to the manufacturing process. Based on the information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue with the coil failing to detach. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.